Event description:
The advocate stated the customer received a blood glucose reading of "hi" from one contour meter and a reading of 36 mg/dl from another contour meter. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer. No product will be returned at this time.